Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had a no motor movement or negligible movement. Retries to free a stuck motor failed.. The customer¿s blood glucose was unknown at the time of incident. Customer stated that they were not able clear and rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant no motor movement or negligible during test due to gearbox jammed. Unable to verify drive count or time values or changes incorrect for moving or coasting error alarm due to constant no motor movement or negligible.